Manufacturer narrative:
(B)(4) revised result of investigation being submitted as previous version had inaccurate instruction for use attached. The reported failure mode was confirmed during the investigation. Visual inspection showed that the cannula had broken into two, roughly 2/3 the way down the cannula. It looked as if the cannula had been bent back and forth until it broke. A review of the device history record did not identify any issues that may have contributed to the observed failure mode. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. This lot was manufactured on 11/20/14. A definitive root cause was not identified from any source of the manufacturing process in the mannford facility. Based on the sample evaluation results, the most probable contributor was identified as customer usage error. Visual inspection of the complaint sample noted the cannula was twisted and bent suggesting that the end user applied excessive lateral force to the cannula during the biopsy procedure causing the needle to bend and ultimately break. Based on the identification of user error as the most likely contributor to the reported failure mode, the customer will be advised to minimize any excessive forces being applied to a biopsy needle during use. Carefusion will continue to track and trend.

Event description:
During a biopsy procedure, a part of cannula has been broken. (B)(6) 2015 additional information provided from customer: the needle broke in the patient bone. The broken part has been removed; ablation of 0.5 cm of the bone at the iliac crest around the broken piece.

Manufacturer narrative:
(B)(6)-actual sample received and reported failure mode was confirmed during the investigation. Visual inspection showed that the cannula had broken into two, roughly 2/3 the way down the cannula. It looked as if the cannula had been bent back and forth until it broke. A review of all manufacturing personnel involved with the assembly of the device did not identify any issues that may have contributed to the reported condition. In addition, a review of all materials used in the assembly of this device did not identify any issues with any component that may have contributed to the issue. A definitive root cause was not identified from any source of the manufacturing process in the (B)(4) facility. Based on the sample evaluation results and visual inspection, the most probable contributor was identified as excessive lateral force to the cannula during the biopsy procedure causing the needle to bend and ultimately break. The investigation noted a specific warning within the instructions for use (IFU) cautioning the user to not apply excessive force when redirecting the needle. The customer has been made aware of the stated caution and the IFU forwarded. The complaint will continue to be tracked and trended.

Manufacturer narrative:
(B)(4). Upon carefusions investigation and sample evaluation a follow up emdr will be submitted.